Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. The patient's right ventricular (rv) lead was noted to exhibit noise over-sensing and low impedance measurement. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.